Event description:
It was reported by the plaintiffs attorney that on or about (B)(6) 2009, the plaintiff was implanted with a sparc sling system. The plaintiff's attorney alleged that the plaintiff "suffered severe and permanent bodily injuries, including dyspareunia (painful sexual intercourse), difficulty urinating, chronic infections, severe pelvic pain, vaginal erosion, bladder damage, and inflammation and significant mental and physical pain and suffering." The plaintiff's attorney also alleged that the plaintiff "suffer infection or inflammation, tissue abrasion, and severe adverse health consequences."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.